Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse observed high humidity in the operation area. The fse noted that the humidity level should be less than 60% and it was not good for system operation. The fse suggested to the customer to install a dehumidifier. The fse also performed additional troubleshooting and observed an intermittent error. The fse replaced the universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. Isi has not received the usm for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if additional information is obtained.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the system had a recoverable 32115 error. The intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the logs and confirmed the error on armnet 4. The tse had the caller hard power cycle the system, but it did not resolve the issue. There was no reported injury. Isi followed up with the initial reporter and obtained the following additional information: system functionality was checked upon powering on the system. The system did initially power on without errors. The surgeon did not disable or discontinue use of the arm. However, the procedure outcome is unknown at the time of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the universal surgical manipulator (usm) associated with this complaint and completed investigations. The unit came in for error 32115. It was confirmed not replicated. The unit was tested on an in-house system and triggered no errors. The unit was also tested on the patient side cart fixture test platform (pftp) and passed all tests. Upon further investigation, there was no fluid intrusion or physical damage. The system log also showed error 32115.

Event description:
Refer to h10/h11 for follow-up information.